Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot#: 4261284 d4. Medical device expiration date: 28-feb-2026 h4. Device manufacture date: 17-oct-2024 d4. Unique identifier (UDI) #: (B)(4)

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed poor quality of coagulation activator, and fibrin formation in tubes on unspecified number of tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed poor quality of coagulation activator, and fibrin formation in tubes on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for each lot number and no gel defects or additive abnormality were found as all samples met specifications. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation and fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. There was no clot formed in the serum of the study tubes. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor barrier separation and fibrin. Corrective and preventive action has been opened to address the trend of sample quality complaints. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.